Event description:
The customer reported that the images were very static-like. No injuries were reported.

Manufacturer narrative:
The ge service rep observed symptoms changed when moving the video controller pcb. He cleaned the contacts and reseated pcb. He verified good image quality while moving the pcb. The system is functioning properly.